Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. The fsr updated the software to the latest version.before testing the unit circuit test was performed. Hooked unit up to calibrated flow analyzer to verify proper volumes. Performed full verification to ensure proper volumes on screen & through calibrated flow analyzer. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista tidal volumes are low. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was due to lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature. Logs shows that plv alarms triggered 93 times in between (B)(6) 2022 21:32:44 & (B)(6) 2022 13:17:06. Alarm 104 - tidal volume low triggered as well in related to this. No hw failures visible on the logs as well. As per notes on (B)(4) sw updated to the latest version and verification checks performed successfully. Most likely the set tidal volume was not achievable with the maximum allowed airway pressure therefore the plv (pressure limited ventilation) lung protection safety feature has kicked-in as designed and the machine has alarmed accordingly (alarm 105 - ""volume low (plv pressure-limited). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.